Event description:
Over several months, when radiographs are accessed via the pacs mdds device linked to the ehr results silos, the radiograph viewed previously remains on the screen despite a new name being entered. When the new pt name is entered, the pacs mdds device does all sorts of blinking and searching, but what comes up is the prior study, and then, after several seconds, the pt's radiograph that was sought appears. This has resulted in assessments and management for the wrong pt and an incorrect diagnosis. This looms particularly ominous since the FDA is now stating that it does not think mdds device need to undergo surveillance.